Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) who performed pd therapy with a homechoice (hc) device, experienced a heart attack and subsequently passed away due to cardiac arrest. The hp experienced a heart attack while at home. The hp¿s son found the hp slumped over and started CPR (cardiopulmonary resuscitation). Subsequently the paramedics arrived, continued CPR, did not get a pulse back, and the hp was transported to the hospital. It was unknown if the hp was connected to the hc at the time of the heart attack. It was unknown if the hp experienced an overfill event. The cause of the heart attack was unknown. Subsequently the patient died in the hospital due to cardiac arrest. Dianeal therapy was ongoing until the time of death. The hp was not connected to the hc at the time of death. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Return of the device has been requested, however, it has not been received to date. Should the device be received and evaluated or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.